Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes date returned to manufacturer: 06 june 2023 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint lens was coated in viscoelastic residue. The lens was cleaned, and the haptic could be observed to be damaged. Damage on the spare tire was also observed. Inspection of the complaint handpiece revealed that the handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and inspected, no issues that could cause or contribute to the complaint or observed issues could be identified. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: +65 64561000 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged near the haptic area, iol chipped. No further information available.